Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that continuous flush was maintained throughout the procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported nv- main coil stretched and nv ¿ patient medical or surgical intervention required.

Event description:
It was reported that during procedure, the subject coil was attempted to place and re-placing a few times and it was found to be stretched. The subject coil was removed with the snare. The procedure was completed with another coil without clinical consequences to the patient.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that during procedure, the subject coil was attempted to place and re-placing a few times and it was found to be stretched. The subject coil was removed with the snare. The procedure was completed with another coil without clinical consequences to the patient.